Event description:
I started experiencing strange chronic health problems. It started with really bad digestive issues, ibs, and chronic bloating even on an empty stomach. After a few months, these issues continued to worsen and more symptoms arose: hair loss, debilitating chronic fatigue/exhaustion, chronic brain fog, inability to concentrate, memory loss, joint pain, muscle weakness, anxiety, night sweats, poor non-restorative sleep quality, chronic stuffy nose, unexplained weight gain, blurry vision, whites of eyes are always yellow or red, sweaty hands and feet, antisocial, depression, lower back pain/soreness, neck pain/soreness, body stiffness, alcohol intolerance, new food intolerances. Months of naturopathic treatments helped me ease my symptoms so I could at least continue working, but at the same time, the symptoms were still getting worse. Since removing the implants 10 weeks ago, my symptoms have drastically improved.